Event description:
At the end of a craniotomy and brain biopsy surgery, the md removed the mayfield clamp and it was discovered that one of the mayfield skull pin holes on the patient'ss forehead was bleeding excessively. Md was concerned, and patient was taken to CT scan. A small fracture was noted - anterior wall of the frontal sinus.the fracture is thought to be secondary to osteoporosis; md does not feel that the pins or clamp are the cause of the fracture: rather the patient's condition of osetoporosis and an unusual "v" shaped frontal sinus. No immediate consquence to the patient, including no neuro related changes.the manufacturer rep was present in the or when this occurred.